Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and found the system was already working fine. The fse mentioned that the issue was due to the external works in nearby facility which affected the system and the power outage levers had been lowered. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction of the system.

Event description:
It has been reported to philips that system was not turning on. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.